Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The nurse manager at the user facility reported that the monopolar cable and electrode loop that were attached to a resectoscope / working element, sparked and broke at the beginning of a transurethral resection of a bladder tumor. The cable broke into two pieces / separated where the soft plastic meets the more rigid plastic at the working element connection side and noticed the loop wire at the distal end of the electrode broke/split but no loop fragment fell inside the patient. The intended procedure was completed successfully using another resectoscope set. There was no delay and no additional treatment required. The cable was inspected prior to procedure but no anomalies could be observed. The device is expected to be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured, therefore, it is found that the cable was used for longer than the specified 12 months. Based on the results of the investigation, it is very likely that the age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. This can cause a voltage spike at the damaged area when the generator is activated which may result in a spark and complete disconnection of the plug. The specific cause of the cable sparking was likely due to age-related wear in connection with improper handling. The service life of the cable is limited to 12 months. After this time, the cable should no longer be used. The following information is stated in the instructions for use regarding proper handling of the device: "additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable." Olympus will continue to monitor field performance for this device.